Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that during a routine trans-esophageal echocardiogram (tee), it was discovered that the left ventricle (lv) decreased in size, embedding the inflow cannulae into lv tissue. No alarms were reported and the patient was not symptomatic. A decision was made to exchange the pump to another manufacturer¿s device.

Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the (B)(4) registry stating: the patient presented with heart palpitations/vt, tia symptoms, increased ldh (689unit/l) and reduced pump flows. Cta revealed near complete obstruction of the inlet of the lvad cannula within the left ventricle, secondary ingrowth of native endocardial tissue. Therefore, the patient underwent removal of thoratec heartmate ii lvad. Due to intraventricular anatomy prohibited the use of the another hm ii and he was implanted with the heartware lvad.

Manufacturer narrative:
Approximate age of device: 6 months. The manufacturer is attempting to acquire the explanted device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Manufacturer narrative:
The pump was returned assembled with the driveline cut approximately 10¿ from the pump hosing and the remainder of the driveline was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow), sealed outflow graft, and sealed outflow graft bend relief were returned attached to their respective pump ports. The bend relief collar was returned attached to the outflow graft and bend relief hardware. Although the reported malposition of the inflow conduit could not be conclusively confirmed through this evaluation, examination of the lumen of the inlet tube revealed a very thin deposition of tissue adhered along one side of the proximal edge. Although a specific cause for its development could not be determined, the growth may have resulted from the reported change in inflow conduit positioning due to shrinking of the left ventricle; however, the deposition did not appear to be affecting blood flow through the inflow conduit and there was no other evidence of deposition or thrombus formation inside the inlet tube, graft conduit, or the inlet elbow. Examination of the proximal-side of the outlet stator revealed a loosely seated white deposition; however, the deposition was not adhered to the bearing ball or the stator blades, and it lacked denaturing and lacked lamination. In addition, there was no evidence of contact marks on the outlet side of the rotor to confirm that the deposition was present in the pump while the pump was operating and did not appear to have originated in this location. The deposition was not attached to any surface and did not appear to have contributed to a pump issue. The pump bearings, rotor and blood contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions according to our manufacturing procedure using a mock circulatory loop. The data retrieved from our testing revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process and the pump operated as intended. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.